Manufacturer narrative:
E.1. Initial reporter phone#: (B)(6). E.7. Initial reporter address 1: (B)(6). H.6. Investigation summary: material #: 367986. Lot/batch #: 3027559. Bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged product as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes there was leakage. The following was reported by the initial reporter: a nurse from conducted a blood collection examination for the patient. The patient had multiple blood collection items. When the blood collection needle was inserted into the yellow blood collection vessel, there was blood leakage at the bottom of the blood collection vessel. The nurse immediately stopped using it and replaced it with another yellow blood collection vessel to complete the blood collection.